Manufacturer narrative:
Device history record review (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield composite skull clamp (a3059) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received with the lock having up and down movement and required replacement parts. The disk ratchet was not meshing properly with the lock ratchet; the disk ratchet and keeper were replaced as a result. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was not locking appropriately. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.